Event description:
The user facility reported that a patient had sustained an electrical burn during a procedure while using this device. No further detailed information was provided by the user facility.

Manufacturer narrative:
Olympus has followed up with the user facility by phone and in writing to obtain additional detailed information regarding the reported event, but no detailed information has been provided to date. The device referenced in this report was not returned to olympus for evaluation. The cause of the reported phenomenon cannot be conclusively determined at this time. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.